Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported scope communication error (e227) occurred, the endoscopic image was black and white, and noise was running during inspection for use involving an olympus colonovideoscope. There was no patient injury reported.